Manufacturer narrative:
MDR 3003442380-2024-02720 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage at site on (B)(6) 2024. The blood glucose level of the patient ranged between 197 to 275 mg/dl. The issue occurred with five similar types of infusion sets used for 12-24 hours and the site was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.